Event description:
Per clinical nurse educator communication from (B)(6): "suspected PICC line occlusion. Description of event: this morning around 0400, pt received pump alarm, indicating that medication was running low. Upon further discussion, pt disclosed did not change cassette yesterday as scheduled. Pt then proceeded to mix new cassette and removed old tubing from PICC line. However, pt accidentally removed valve along with tubing. Pt then connected new tubing directly to PICC line without valve and subsequently noticed blood backflow into tubing. Shortly after pt began receiving recurrent occlusion alarms and was unable to troubleshoot independently. Pt called 911 and a paramedic responded. Pt went to ER. Assessment of pt within normal limits during event. Md office aware and provided with updates." Date of admittance, or discharge of ER visit is unknown. Serial number unknown. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional information available at this time. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? Yes, if yes, was any medical intervention provided? Patient went to ER is the actual device available for investigation? Yes, upon patient return did we replace device? No did the patient have a backup device they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved. Pulmonary arterial hypertension.